Manufacturer narrative:
Review of device data provided indicated that the reported complaint of false af episodes was confirmed via provided device record. Based on the information provided, these false af episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. No device malfunction was found.

Event description:
It was reported that patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited a diagnostic anomaly as it stored a false atrial fibrillation (af) episode, and the af algorithm did not reject the episode. No intervention was performed. The patient was stable.